Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted. The insulin pump passed self-test, unexpected restart test and all operating current test were normal. No unexpected low battery or off no power alarm noted. The insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 187 mg/dl. The customer was explained the recurring no delivery may be due to site, set or reservoir issue. The patient has tried different cannula lengths. The patient's insulin is no expired or denatured. The customer does rotate site and avoid scar tissue. Customer stated the tubing is no bent or kinked. Customer stated they have not tried all remedies. Customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer was offered to troubleshoot for the low blood glucose but declined, stating when he put new supply of insulin he will have a low.